Manufacturer narrative:
The ventricular lead is in use for treatment. The ventricular lead remains implanted for approximately 5 years, 11 months. As the lead remains implanted, it cannot be returned for analysis. As a result, the allegations against the lead (low impedance) cannot be confirmed. Potential causes of this failure are improper assembly or design, improper material usage, wrong type of wire coiled, components not made to specification, damaged coating on tip, improper lead placement, fractured conductor filars or adhesive present on electrodes. Review of the device history record identified no rejects during manufacture of this lot number. The lead passed all in-process and qa final inspections before shipping to the customer, including mechanical, dimensional and electrical tests. A review of complaints identified no other complaints against this lot number. In addition, a review of the risk for this failure mode identified risk to be as low as practicable. The instructions for use (IFU) inform the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Precautions inform the user: the use of the subclavian venipuncture technique for lead introduction may be associated with conductor fractures, irrespective of lead manufacturer. If the physician elects to use the subclavian venipuncture, a more lateral puncture site should be considered to avoid the subclavian muscle and costoclavicular ligament, or at least its densest part. The procedure is suggested to be done under fluoroscopic guidance. After placement, the lead should be checked by multiview cineradiography during movements of the ipsilateral upper extremity to ensure the lead(s) have not been entrapped. The posteroanterior chest x-ray can also be used to confirm that lead(s) are not entrapped. Clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. The atrial lead associated with this event is reported under MDR 1035166-2016-00074.

Event description:
The customer reported that the right ventricular lead has low impedance (less than 200 ohms) bipolar through the old pacemaker which may indicate insulation failure. There was no indication of av block. The patient had severe narrowing of the subclavian vein near the suture sleeves and the lead looked sketchy. Once the ventricular lead was connected to the new pacemaker generator and new atrial lead, the impedance measured approximately 250 ohms unipolar which further strengthened the concern of insulation failure. There was now intermittent v capture unipolar at high outputs. The new pacemaker was programmed safer since this patient has intact av conduction. At this time, the ventricular lead remains implanted to use if needed. The doctor chose to end the procedure due to the patient's sinus node disease which was reported to be in the worst condition. There was no report of any subsequent device or clinical adverse events.